Manufacturer narrative:
Product complaint # (B)(4).investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "s-rom prosthesis total hip arthroplasty for developmental dysplasia of hip secondary osteoarthritis: follow-up analysis of 57 cases with 63 hips" written by zhang xiao and zhang xiao-bin published by journal of clinical rehabilitative tissue engineering research january 22, 2010 vol.14, no.4 on 16 november 2009 was reviewed for MDR reportability. The article's purpose: "in this study, the short-term clinical efficacy is evaluated for srom prosthesis tha in treating adult ddh secondary osteoarthritis." The data is compiled from thas performed between november 2002 and february 2007 in 57 patients (63 hips) with average follow up of 3.5 years all with srom prosthesis. The article reports the prosthesis has a femoral component and acetabular component. Adverse events noted 1 nerve palsy that self recovered in 4 months and 1 hip dislocation treated with manipulative reduction and traction.